Event description:
New information received notes programming changes were forwarded to the physician, but it could not be confirmed that programming changes were made. The patient was asymptomatic and patient condition was unchanged.

Manufacturer narrative:
Correction: section b5: programming changes were forwarded to the physician. It could not be confirmed programming changes were made.

Event description:
It was reported that crosstalk due to right ventricular oversensing was observed on the implantable cardioverter defibrillator (ICD). Programming changes were made. There were no patient consequences.